Event description:
The account alleged that the cardio pulmonary resuscitation will not work. The head section will work electrically. No pt impact.

Manufacturer narrative:
The technician told the account to make cure the cardio pulmonary resuscitation valve is being pulled. If the valve is working properly the manifold is the most likely issue. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.